Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that patient underwent total hip replacement on (B)(6) 2025. The drill bit broke off in the patient while drilling a hole for screws. A fragment was left in the left side of the pelvis, superior to the cup. Surgeon deemed it unretrievable without risk far greater than leaving it in for now. Procedure was completed with a thirty minute delay.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, "drill bit broke off in patient while drilling hole for screws." The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The radiographic investigation revealed that a fragment of what appears to be the tip of the drill is logged in the patient's bone, near the femoral head. Therefore, embedded condition can be confirmed. The broken condition could be consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit, however, because the fragment was not returned, a proper investigation into the potential cause of the fracture is not possible with the photographic evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pin rev dome drill 35mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.